Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that while versed drip was infusing, a leak was observed at the top of the tubing. The set was clamped and infusion was stopped. A new drip was ordered and primary team was notified. Versed was given as needed and blood cultures were previously drawn for fever. The event occurred in newborn ICU. Although requested, additional information was not provided.